Manufacturer narrative:
Cryolife has initiated a formal investigation, which is currently ongoing. Any additional information obtained during the investigation will be reported in a follow-up report.

Event description:
According to the inital report, bioglue was used to seal the perenchyma of the kidney after a partial nephrectomy. The patient subsequently developed an abscess. The surgeon indicated that bioglue did not cause the abscess, but rather "trapped" an infection at the surgical site. No addition information, samples, or photographs have been provided to the manufacturer.